Event description:
Pelviscopy surgery. Patient was burned on benign tumor; unknown location. Surgeon was using the device to cut; however, it was not at the tumor. It was reported that the surgeon was burning at the ovaries. Tumor was not removed. Surgery was not prolonged. No patient complications from the incident.

Manufacturer narrative:
Device will be forwarded to manufacturer for evaluation.